Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a recoverable fault on universal surgical manipulator (usm) 4 was observed. The customer received phone assistance from the technical support engineer (tse). Tse checked the logs and confirmed errors pointing to usm 4. The nurse confirmed that usm 4 was disabled by the surgeon. The procedure continued using the other usms. Tse advised the caller to power cycle the system with emergency power off (epo) on the surgeon side console (ssc) when clinically possible. At an unspecified time, the nurse called back to inform that after the suggested troubleshooting with hard reboot, the system powered up without issue. No further information was provided. The procedure was continued with no further issue reported and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system¿s functionality was checked prior to powering on. The system powered on without any errors. The reported issue occurred approximately 2 hours into the procedure. The customer disabled the affected arm after contacting the technical support. The procedure was completed robotically with 3 remaining arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse proactively replaced the universal surgical manipulator (usm) 4. After replacement, the system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Isi received the universal surgical manipulator (usm) involved with this event and performed failure analysis. The unit was tested on an in-house system in normal mode and error 319 pointing to the yaw searchlight was seen. The reported issue was confirmed through failure analysis testing.

Event description:
Refer to h10/h11 for follow-up information.